Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer solenoid and controller board had burn marks due to component failure. A field service engineer replaced the drawer's solenoid and controller board to resolve, no other thermal damage observed. Preventative maintenance was performed on the device. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system produced visible smoke. During device inspection a field service engineer found evidence of thermal damage on a drawer's controller board and solenoid. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-jul-2022 to 15- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the pyxis medstation es system produced a burning smell. A field service engineer found that the issue was due to faulty solenoid. Replaced solenoid and drawer controller board, tested in hardware application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.